Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2011, due to pain. Surgeon noted some discoloration of tissue adjacent to the implants.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". This is MDR one of two (1825034-2011-00762 through 00763) for this event. This report submitted (B)(4), 2011.

Manufacturer narrative:
Femoral component showed bone cement extending into the intercondylar box. The surgical technique instructs surgeons to remove extruded cement with a curette. The extruded bone cement impinged on the post of the tibial bearing, possibly leading to the reported pain. There are warnings in the package insert that state that this type of event can occur: under warnings, number seven states, "complete preclosure cleaning and removal of bone cement debris, metallic debris, and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces". (B)(4).